Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Explant infected total hip implants and insertion prostalac antibiotic spacer. Explanted implants: corail collarless stem, 36, 1.5mm delta ts head, 36x52, +4 neutral liner. 1 bone screw, pinnacle 52mm sector cup. If other, describe: (B)(6), was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none, (B)(4), device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.